Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported that a patient presented with pain, redness, and blurry vision in the right eye one week post lasik. The patient was noted to have a corneal ulcer and a flap lift and rinse was performed. The patient was seen in follow up and it was noted that the corneal ulcer has resolved.

Manufacturer narrative:
No additional information was received. The root cause could not be identified conclusively.(B)(4).